Event description:
Related manufacturer reference number: 1627487-2023-03955. It was reported that the patient's ipg was inoperable due to not charging the ipg for extended period of time. And the scs system was not providing adequate relief. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs wide spaced lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6297911. Common device name: scs wide spaced lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6297911. Common device name: scs wide spaced lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6297911.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.